Manufacturer narrative:
(B)(4), other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "staples were found jamming prior to use". No patient involvement.

Event description:
It was reported that "staples were found jamming prior to use". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box. Visual examination of the returned sample revealed that the staples were severely misaligned. The stapler was returned with 35 staples remaining in the cover block. The trigger was not returned engaged and no evidence of use in the form of biological material was observed on the sample. Misaligned and defective staples were observed in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The complaint was confirmed based upon the sample received. Upon visual inspection, defective and misaligned staples in the cover block were observed. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from moving down the track and firing successfully. The tecate manufacturing site was contacted as part of this investigation. It was confirmed that the presence of defective staples in the cover block is the probable root cause of this complaint. Actions to address this issue of visistat 35w staplers failing to function properly due to defective staples were established as part of a non-conformance, which was closed on (B)(6) 2023. The sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.